Event description:
Boston scientific received information that this device had previous inquiries about long charge times seen no the filed. The device was later explanted for normal battery depletion and returned for analysis with no allegations from the field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Pacing, sensing, and shocking functions were verified per manual bench top testing.